Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported bleeding cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4), and no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use provides information regarding anticoagulation, including recommended international normalized ratio values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 left ventricular assist system instructions for use, lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section contains information regarding the recommended anticoagulation therapy and international normalized ratio range. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 06oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the three month office visit, there were reported episodes of epistaxis of unknown severity. The nurse practitioner advised over the counter afrin spray for epistaxis and humidifier for prevention.